Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scuffs and scratches that made difficult to read the screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had failed battery test few times and needed to replace batteries every 3 days. Customer stated that the backlight was dimmer, insulin pump received frequently random unexplained no delivery alarms and motor was louder during rewind. Customer stated that the insulin pump received motor error alarms twice, and insulin pump delivering too much insulin with basal. Customer also stated that the buttons face was worn and was not readable, insulin pump was nonresponsive and locked. The insulin pump will not be returned for analysis.